Event description:
It was reported a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. The false alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found to be above specification and the downstream pressure plate gap was found to be narrow. The downstream tubing guide was replaced and the device was calibrated to ensure occlusion detection.